Manufacturer narrative:
Cause-all four casters wornout. This bed found in storage area. No one injured replaced brake / steer casters to resolve issue.

Event description:
Brake system down, no holding brake.